Event description:
Physician reported that the screwdriver packaged with the device seemed to be broken prior to any implant attempt. During the implant attempt, the screwdriver was unable to engage the set-screw of the device.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.